Manufacturer narrative:
Product 638rl26 heart ring implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate an implantable pulse generator (ipg). Troubleshooting steps were taken to no avail and the user was advised to try a different radiofrequency head with the programmer. The programmer and the ipg remain in use. No patient complications have been reported as a result of this event.